Manufacturer narrative:
The customer reported complaint for the autopulse platform stopped compressions was confirmed during archive data review but not during the initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. No physical damage was observed on the returned autopulse platform during visual inspection. However, unrelated to the reported complaint, the encoder drive shaft did not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. The returned autopulse platform was manufactured in june 2013 and is 6 years old, well beyond its expected serviceable life of 5 years. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. During the functional testing, the autopulse platform was subjected to the run-in test for 12 minutes and then performed continuous compressions with a large resuscitation test fixture (lrtf) for 40 minutes without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Review of the archive data shows user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory (ua) 02 (compression tracking error) error messages, thus confirming the customer reported complaint, however, the reported complaint of user advisory (ua) 20 (position out of range) was not observed during the archive review. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Following the service and repair, the platform was further tested with good known test batteries until discharged and passed all functional testing criteria and met all required specifications.

Event description:
During patient use, a customer reported that the autopulse platform stopped compressions. No known impact or patient consequence was reported. No additional information was provided. After the call, the platform was tested and displayed user advisory (ua) 17 (max motor on time exceeded during active operation), user advisory (ua) 20 (position out of range) and user advisory (ua) 02 (compression tracking error).